Manufacturer narrative:
*There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number were not provided for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in this report and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The consumer reported that this incident occurred, "three years ago." Therefore, the date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog # nor a lot # was reported for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
A consumer reported that she obtained a blood infection from an unspecified bd blood collection device. Specifically, she indicated that her blood was drawn two to three years ago, she obtained an infection, and has been disabled since because of this incident. The consumer also stated that she did not receive any medical intervention/treatment. She did see her physician three days after her blood was drawn and stated that he looked at the site, noted her symptoms, and told her it was a blood infection caused by the device used to draw her blood. The consumer also stated that she, "might have developed tumors on her head and arm," and noted that this could happen, "from the internet." The consumer initially took off six weeks of work and states that she is now disabled.